Event description:
During a permanent implant procedure, high impedances were consistently measured on the right lead when connected to the ipg. The doctor decided to replace the ipg and impedances were normal. While reprogramming the patient after surgery, the msn representative noticed both leads exhibited high impedances. The patient was brought back to surgery and it was discovered both leads were cut. The leads had been cut, due to the physician using scissors to widen the pocket after the ipg and leads were in place. The leads were replaced and impedances were normal.